Event description:
Analysis was completed on the returned tablet and the reported power button issue was verified. The cause for the anomaly is associated with an upside down power button. Once the power button was installed correctly, no further anomalies associated with the tablet were identified during the analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that nurse was not able to turn on the motion tablet. The device was checked when it was fully charged without success. Review of manufacturing records confirmed that the motion tablet passed all functional tests prior to distribution. The suspected motion tablet was returned to the manufacturer on 10/21/2015. Analysis is underway but it has not been completed to date.